Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Item issues found during routine tray inspection. Shim broken in two pieces. Uprod no longer functions as designed. No patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: items found during routine tray inspection. 254500671 broke into two pieces. 254400018 no longer functions as designed. Additional information received; uprod does not extend. The product was returned to depuy synthes for evaluation. Visual inspection reveled that the attune em tibial prox uprod shows sigs of repetitive use. No visual damages that could have contributed to the reported allegation were identified. A partial functional test was performed since the mating device was not returned for evaluation. Therefore, functionally was tested by rotating the adjustment knob, as a result; the knob was found to be jammed and unable to rotate as intended. A potential reason for this condition can be traced to a possible damage of the internal threads of the rotating knob. However, due to the inability to access these internal threads without damaging the device, this remains unknown, and the complete potential cause cannot be established. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune em tibial prox uprod would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.